Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was low, out-of-range pacing lead impedance on the right atrial (ra) lead channel of this pacemaker. Boston scientific technical services (ts) discussed options for programming optimization. Noise was also noted on the right atrial (ra) channel. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to update the following fields: b5/d1/d2/d3/d6/g1.

Event description:
It was reported that there was low, out-of-range pacing lead impedance on this right atrial (ra) lead. Noise on the lead was also noted. Boston scientific technical services (ts) discussed options for programming optimization. No adverse patient effects were reported. This lead remains in service.